Event description:
It was reported that during a radical cystectomy procedure, upon firing the device the staple line had noticeable blood leakage. The pt bled post-operatively and lost approx 1200cc of blood. The pt required a blood transfusion and no additional procedure.